Event description:
The customer reported that the device froze during op check.

Manufacturer narrative:
The customer reported that the device froze during op check. The device was evaluated by philips and the reported system was duplicated. Both the software and the internal data card were replaced to resolve this issue. Because multiple parts were replaced we cannot determine conclusively which part resolved the reported symptoms.